Event description:
Manufacturer rep. Reports pr underwent total device system explant due to infection. The device was explanted but not returned to the manufacturer for analysis. A follow up report will be sent additional information is received.